Event description:
Imdevimab and casirvimab use for covid-19 under emergency use authorization (eua): post infusion, vs: bp 111/68 supine, large cuff, pulse 83, rr 16, temp 97.9 , pox 95%. Attempt to assist patient to sitting on side of stretcher. Patient unable to complete task, unable to follow instruction to bend at waist. He was positioned in a "stiff plank" position. States he felt weak, and was shaky. Repositioned to supine. Recheck bp 138/78. Patient stated, "I'm not worried about the meeting tonight." In garbled speech. Provider notified. Provider evaluated attempt to assist patient to sitting position. Required 100% of nursing assist to keep upright. Repositioned to supine. 9-1-1 activated. FDA safety report ID # (B)(4).